Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device met specifications for optical signal properties. Electrode 1, both thermocouples, and the magnetic sensor met specifications during electrical testing. The catheter also met requirements during irrigation flow testing. The log files from the tactisys quartz system were analyzed. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. Approximately 15 minutes following pulmonary vein isolation on the right sided veins, a perforation was noted at the start of ablation on the left sided veins. The perforation was located on the right superior roof. A pericardiocentesis was performed and a sternotomy with repair of the perforation. The next day mediastinal re-exploration was required to evacuate blood and a clot. The patient is stable.